Event description:
It was reported that the back of the patient's hand became red, swollen, and tender after the bd intima-ii¿ closed IV catheter system was used on them. Shuangbai powder was applied to detoxify the area and reduce swelling, and the pain gradually subsided. The following information was provided by the initial reporter, translated from chinese: "the patient suffered from cerebral infarction and was treated with long-term indwelling needles. However, after the infusion, the back of the left hand appeared red and swollen, with mild local tenderness and stable vital signs. Shuangbai powder was applied locally to detoxify and reduce swelling. After treatment, the local swelling and pain gradually subsided.

Manufacturer narrative:
Investigation summary - in response to the event reported by your facility a device history review was conducted for lot number 2326260. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.